Manufacturer narrative:
Continuation of d10: product ID: 97745nt, lot#serial#: (B)(6), product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2026-mar-11, information was received from a patient (pt) regarding an external device. The reason for call was pt reported continued receipt of the no device found message on the controller even though the implant (ins) was charged. Agent had pt connect the recharger, and pt reported that the screen still showed no device found. Pt pressed recharge and accessed the battery screen showing controller at 80% and ins at 90%. Pt unplugged the recharger and unlocked the controller, and the no device found message continued to display. Pt stated inability to use the controller properly due to the issue and mentioned that the manufacturer representative (rep) replaced the controller and battery pack a couple of weeks ago. Due to the continued issue, agent sent a request to repair to replace the controller. 2026-mar-27, additional information was received from a patient (pt) regarding an external device. The reason for call was pt reported issues charging the controller a couple of months ago with ongoing error messages and stated that the issue began a couple of months ago. Pt reported the issue to the medtronic (mdt) rep, and the mdt rep replaced the controller and battery pack a couple of weeks ago. Agent documented the information provided by pt. On 2026-apr-01, additional information was received from the pt. Patient called back stating this was the 2nd controller that they got and still had the same issue of getting no device found even though both the ins and controller was 80% charge. Pt said this had not worked for months now because they had the same issue as well had met with a rep maybe a month ago and got a replacement recharger telemetry module (rtm), controller, and battery but it still did the same thing even after resetting the controller. During call pt reset the controller and when they unlocked the controller with nothing plugged in, they got no device found. Pt attempted to recharge the ins and they connected to ins; controller and ins battery was at 90%. Agent offered to replace the controller but pt said they did not want another controller since they did not see the point of getting another controller. Pt was redirected to their healthcare provider (hcp) to further assist.